Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during the basal delivery. The blood glucose reading was 139 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unit received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, scratched reservoir tube window, and missing end cap sticker.